Manufacturer narrative:
The device was not returned for analysis. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that can contribute to the device cause damage, include, but not limited to, the insertion angle or rotation angle of the device was insufficient and anatomical interference with either device during placement to cause interaction between devices and subsequent entrapment. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4- a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional pulse field ablation (pfa) procedure. Reportedly, the suture of the first prostyle device [(B)(4)] was successfully deployed and pre-placed as intended. However, when attempting to advance the second prostyle device [(B)(4)], it was noted to be entrapped. No additional closure devices were attempted. The sheath was upsized to a 14f sheath, and the pfa procedure was completed. A vascular surgeon was called and a cut down procedure was performed to remove the entrapped device. It was found that the second prostyle device was entrapped by the first prostyle suture. There was no vessel damage. Hemostasis was ultimately achieved with the first successfully pre-placed prostyle suture and surgical suturing. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.